Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, error 32056 was observed on universal surgical manipulator (usm) 3. There was no patient involvement. Prior to calling, the user rebooted the system, but the issue persisted. The technical service engineer (tse) reviewed logs and confirm the behavior. The user needed all 4 usms to proceed with the case. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Universal surgical manipulator (usm) 3 was replaced due to 32056 occurring even after power cycling. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 32056 in the system logs, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the 0x1 axis, replicating the reported event. The usm was then installed onto a test system where agc current was found to be failing on the 0x1 axis. Once testing was completed, the yaw searchlight flat flex cable was aba tested and verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight flat flex cable was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.